Event description:
Per report received: while doing the bovie in the left groin, fire was observed. Fire was put out right away by applying moist raytec and squirting fluid in the left groin. Surgeon changed gloves, bovie device was changed including bovie tip. No harm to patient or staff. Review of event noted dry time for prep solution was not followed by the surgeon.